Manufacturer narrative:
Concomitant product: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy in (B)(6) 2015. The patient's right side implant had a fractured lead and their left side implant had a low battery due to normal battery depletion. The patient had adjusted the settings on the left side to extend the battery life and experienced an increase in urinary frequency. This was also contributed by the right side having a fractured lead. An x-ray confirmed the fracture. Information in the manufacturer's device registration system indicated that the lead and implantable neurostimulator (ins) were removed or replaced on (B)(6) 2015. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.